Event description:
It was reported to philips that while the device is in standby mode, it will behave as if it is in patient use. There was no patient involvement or harm. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The rse advised the customer to check the service pneumatic settings to see if it was showing flow. The device showed -1.7slpm. The rse advised the customer to replace the flow sensor assembly. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.

Manufacturer narrative:
The gas delivery system (gds) was received at the failure investigation lab. The customer issue was verified. The out-of-specification u1 on the airflow sensor pcba within the gds created the air flow accuracy test to fail and created the ventilator not to enter standby mode.